Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. During the procedure, the suture broke during the surgery while the surgeon was applying tension to close the uterus. .no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - can you identify the lot number of the product used: no, they don¿t have any idea about the lot. - what is the procedure name: c-section. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager): baby sister (ot incharge). The manufacturing records could not be reviewed as the batch/lot number is unknown. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. " additional h11: list any j&j products that were utilized during the case but did not contribute to the reported event. ## *** was there any reported patient or user harm? ## no *** was there a significant delay? ## unknown *** if available, provide the product order number (po). ## *.